Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The received reamer shows that that a piece of the tip section is broken off. The cutting edges at the tip are worn. The shaft and coupling are otherwise still in good condition. Because of the damages, the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. The received condition of the device is concordant with the complaint description and the complaint condition is confirmed. It was reported that the reamer interfered with the reaming rod which was forgotten to remove during the procedure. Based on this provided information, we determine the root cause as improper handling by the customer. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot part: 03.010.368, lot: u262346, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 27.mar.2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, open reduction internal fixation with antegrade femoral nail (afn) system was applied to surgery for distal femoral diaphyseal fracture, 1/3 spiral fracture. During the procedure, a surgical wound was made around the proximal femur, reduction was done using forceps, then the affected site was fixed with an unknown cable. Then, an unknown afn nail was inserted. For insertion of an unknown hip screw under reconstruction mode, the hole depth was measured with an unknown guide wire. At that time, the surgeon forgot to remove the synream reaming rod in question which had been used for nail insertion. Without noticing this, the surgeon drilled the bone using a reamer in question. The reamer interfered with the reaming rod, causing the reamer to be broken. At that time, the surgeon became aware that the reaming rod had not been removed. The unknown nail was fixed under standard locking. The surgeon removed the fragments, but there is a possibility that there was something left that could not be checked visually. The surgery was completed within a 30 minute surgical delay. There was no adverse consequence to the patient. Concomitant device reported: synream reaming rod (part #: 352.032, lot #: 319391, quantity: 1) and synream reaming rod (part #: 352.032, lot #: 5933255, quantity: 1). This report is for one (1) reamer 4.5/6.5 l450 f/hip scr f/expert. This is report 1 of 1 for (B)(4).